Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with insulin delivery and high blood glucose levels. The customer states the device doesn't seem to be giving her the inulin she needs. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer's most current level was 448mg/dl. The customer states they have been treating with manual injection and pump. The customer declined to conduct troubleshoot and states they had changed their sets three times already to try and counter the highs. The customer mentioned having flu like illness. The customer was advised of potential correlation with flu and high blood glucose levels. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels.